Event description:
It was reported that the patient had a recurrent chronic driveline infection with a heterogenous population of pseudomonas aeruginosa and was elevated on the transplant list. Wound cultures on (B)(6) 2022 were positive for less than 15 col pseudomonas aeruginosa. An abdominal ultrasound was performed on (B)(6) 2022 and there was small hypoechoic fluid collection superficial to driveline. On (B)(6) 2022, the patient underwent a transplant.

Manufacturer narrative:
MFR# 2916596-2022-15132 covers the onset of the infection. MFR# 2916596-2022-15135 covers first recurrent admission for infection. MFR# 2916596-2022-15137 covers second recurrent admission for infection. Manufacture¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.